Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4) the dentist reported that after 3 months the dental implant was installed in intraoral region #13 it was verified its non osseointegration. The 32 ncm of primary stability was achieved and immediate load was not performed. Pt presented bone type iii and had low bone quality.